Manufacturer narrative:
Summary of eval: examination results suggest that this event is not device related but rather is associated with positioning or tracking of this component causing an abnormal transverse load on the locating pegs, and with intra-operative cement procedure.

Event description:
The pt presented with pain. Revision surgery revealed breakage of the polyethylene pegs.